Manufacturer narrative:
The returned uniperc tube and inner cannula packed in a plastic bag was evaluated. Under visual inspection the sample appeared to be in a good condition. Inflation testing was conducted, which revealed that after a 12 hour period the tube was deflated. Then the deflated tube was submerged in water and the tracheostomy tube cuff was inflated using a syringe filled with air. Air was observed to be leaking from the place where inflation line is connected with the inflation lumen. The tube was visually inspected under a microscope and the hole in the inflation line was found. The hole in the inflation line was a result of the adjustable flange being moved too far on the tube during a procedure. According to the instructions for use (IFU) page 2, point 8.5: "adjust the tracheostomy tube flange (patient side) using the 10 mm graduations on the tracheostomy tube to its desired length and lock the flange firmly in position by pushing the blue locking arm downwards until it is flushed with the white flange hub." No evidence was found to suggest an intrinsic manufacturing defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Report received from third party testing facility ((B)(6)) on behalf of user facility ((B)(6) hospital) that the listed tracheostomy tube would not retain pressure in the cuff. No further adverse effects to patient were reported.